Event description:
It was stated that patient reported High BG due to bent cannula issue on (b)(6) 2026 and treated with Manual Injection

Manufacturer narrative:
(b)(6) Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.